Event description:
It was reported that the user experienced repeated alert 38 events indicating consecutive stalled motor errors on the ilet pump, with multiple restarts performed and a subsequent device replacement shipped; a dry run and tubing fill produced drops, and the user was able to announce a meal, but delivery remained limited for a meal earlier in troubleshooting. Symptoms included no reported adverse effects on blood glucose and no clinical symptoms. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting, restart, dry run, and tubing fill verification. Investigation of this device revealed recurrent motor stall alarms consistent with a pump motor or drive mechanism malfunction that persisted despite restart and successful priming steps. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.